Event description:
Treatment of an aneurysm. During the procedure, it was reported that the physician was not able to detach a coil after it was inserted. The physician tried to retract the coil and catheter to insert them again, but the coil was released with about two-thirds of it still in the blood vessel. Subsequently, the patient was transferred to the operating room for a craniotomy. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was received and evaluation showed that the implant coil was damaged and stuck inside the introducer sheath. It was also found to be attached to the delivery pusher.(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned as it was implanted in the patient.(B)(4).